Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an unknown procedure. Reportedly, difficulty deploying the starclose se device was noted, but the starclose se device was ultimately deployed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.